Event description:
It was reported that the customer had a low episode and he could not wake up, then the paramedics were called. The mother stated that the neighbors were able to give him some honey, and by the time the paramedics arrived his blood glucose was stable and they did not treat the customer. No further information was provided hospital.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.